Event description:
A report was received that the patient had pain at the pocket site. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.